Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4)

Event description:
The receiver has been received for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Global receiver functional test was performed, and it passed. The receiver case was opened for an interior inspection, and passed. The reported event of the overheating of the receiver was not confirmed. A probable cause could not be determined.